Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, b5 and h6 - health effect - clinical code and health effect - impact code, if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's knee replacement surgery is crunching. Patient's initial procedure performed approximately 57 months ago. The patient also reported "knee replacement" in reference to additional surgery, it is unclear if the patient was referring to the contralateral knee, index knee surgery or a potential revision surgery. No further information available.

Manufacturer narrative:
A2: 66 years old; unknown if this is current age or age at time of event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's knee replacement surgery is crunching. Patient's initial procedure performed approximately 57 months ago and is not currently revised. No further information available.